Manufacturer narrative:
Analysis of the catheter, model# 8709, sn (B)(4), found no significant anomalies. The catheter was incomplete and tested in segments. (B)(4)

Event description:
It was reported that the catheter fractured and a revision was performed on the day of the report. The entire catheter was replaced. The fracture was stated to be proximal to the spinal segment. Some segments were left in the intrathecal space. It was unknown when the fracture took place, as the patient had been receiving therapy. The manufacturer representative was to contact the managing physician to determine the daily dosage, since it appeared the entire drug was going to the subcutaneous tissues. It was also stated that the pump was replaced due to normal longevity. The pump was removed prophylactically to avoid in-vivo battery depletion. It was unknown what type of baclofen the pump was used to deliver during the time of the event. The replacement pump was filled with 39ml of lioresal after catheter replacement. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.